Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported that the issue with many sensors. Troubleshooting was performed and the transmitter blinked on and off when disconnected from the charger but radio frequency icon dint turn green. The issue was not resolved. No harm requiring medical intervention was reported. Its unknown whether the customer will continue the use of the transmitter. The transmitter will not be returned for analysis.